Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2022. Initial reporter city - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unrestricted fluid flow through the peritoneal dialysis (pd) transfer set with the twist clamp in the closed position. This issue was further described as, ¿the twist clamp is closed after each treatment, but there is fluid come out after minicap removal¿. This occurred after treatment of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacture date: 11/18/2020 (previously submitted as ni). The sample was received for evaluation with a mini cap on the dark blue connector and the white twist clamp was in closed position. A visual inspection with the naked eye and magnification noted a broken occlude feet. Leak and clamp function testing failed due to a flow through the set with the twist clamp in closed position. Clear passage testing was performed with no issues noted. The reported condition was verified. The cause of the leak was due to the broken occlude feet, however the cause of the broken occlude feet could not be determined. The damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.